Event description:
Reportedly, the display was blank. Malfunction did (not) occur during pt use. The liquid crystal display (lcd) assembly was replaced, which resolved the reported issue.

Manufacturer narrative:
(B)(4).